Manufacturer narrative:
Sample was collected in a lithium heparin pst tube and centrifuged at 5060 rpm for 3 minutes. The sample appeared normal. Qc was within the customer's established ranges prior to the event. Qc was out of specifications high the day of the event at 10:26 pm. A system check performed on 03/30//11 met specifications. A field service engineer (fse) was on site working on another instrument and helped the customer on this instrument. The fse removed gauze from the incubator track and another one that was caught in the card cage fan. The aspirate probe in position 6 was bent. The fse replaced the aspirate probes along with the sample pipettor. The fse performed preventive maintenance (pm); all verification testing met specifications. Although hardware issues were addressed, no definitive root cause could be determined.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely elevated troponin (accutni) result generated by the access 2 immunoassay system for one patient. The result was reported out of the lab. The patient was admitted to the hospital and the result was questioned by the physician. Repeat testing resulted within a lower clinical category that better matched the patient's clinical picture. Patient results were not supplied.